Event description:
The customer contact reported particulate. On an unspecified date, the customer contact reported particulate was noted in an unspecified location of the tubing set. No specific details about the particulate were provided. No information was provided if the particulate was noted during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced.

Manufacturer narrative:
The device was received. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.